Manufacturer narrative:
Analysis: the complaint component was returned and analyzed. The device did not pass functional testing of the cylinders. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'unintended use error caused or contributed to event'. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.